Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted no abnormalities. Two fully applied single use loading unit (sulus) with disrupted timing were received. One partially applied sulu with disrupted timing was received. One fully applied sulu with proper timing was received. Scratches were noted on the inner tube of all four sulus. The articulation knob functioned properly. A test sulu could be loaded onto the returned device. The instrument and sulu were applied to the appropriate test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by the scratches on the inner tube of the sulus and the damage to the spur gear. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair, when using the into the mesh, the device was difficult to load but only after the initial crunching sound and difficulty was had from firing the device. Another reload was loaded onto the tacker but the same issue was occurring. There was no patient injury.